Event description:
Proximal anchor broke off upon insertion. This happened with two separate anchors. The second anchor was disposed of and the lot number was not noted. Additional information requested as to procedure, delay, back-up, and how site was prepped on (B)(6) 2012. As of (B)(4) 2012 there has been no further information forthcoming.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).

Manufacturer narrative:
One anchor and suture were returned for evaluation. The failure mode was confirmed. The anchor was visually inspected and observed to be broken at the proximal end of the device. The diameter of the device was measured and confirmed to be .147" and meet the print specification of .144 min and .152 for the max. The drivers were not returned for evaluation, and therefore a complete investigation cannot be performed. A batch history record review was performed and not issues were identified. A complaint history review was performed and no addition complaints were identified for this issue. No root cause can be identified. No further action is required. (B)(4).